Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "there are 13 vials flagged as false positive. Customer had taken out the vials and subculture then and no microorganism seen on it. The false positive might have been related to the temp issue on this drawer. What confirmatory testing was performed that determined the false positive result? The 13 samples in question were gram stained and the false positive testing result/s were confirmed.  Were any erroneous results reported to the doctors? N.  If yes, were any patients treated based on erroneous results? N.  If yes, did the erroneous treatment have any adverse impact to the patient(s)? N."

Manufacturer narrative:
This complaint is not reportable. New non - reportable dt 5622608 has been created. Cancel MFR report #1119779-2022-00457.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "there are 13 vials flagged as false positive. Customer had taken out the vials and subculture then and no microorganism seen on it. The false positive might have been related to the temp issue on this drawer. What confirmatory testing was performed that determined the false positive result? The 13 samples in question were gram stained and the false positive testing result/s were confirmed.  Were any erroneous results reported to the doctors? N.  If yes, were any patients treated based on erroneous results? N.  If yes, did the erroneous treatment have any adverse impact to the patient(s)? N."